Manufacturer narrative:
Device lot number change from 0018866325 to 18765327. Device manufactured date changed from 01/30/2016 to 01/29/2016. Device evaluated by MFR: the returned device matches with upn provided by the customer. Unit returned in a generic plastic bag. The unit returned has distal end kinked, as part of overall visual revision. The device has a kink at 16mm from the tip while in the neutral position (in ring 3). In addition the ring #3 has broken adhesive and fluids under it. In addition, the shaft is ripped at 14mm from the tip. Unable to demonstrate the real condition of the center support under x-ray. The three rings were removed and no perforation was observed in the shaft under the position of the ring#3. The shaft was removed and a damage was observed in the kevlar. The distal section of the kevlar was dissected finding the center support broken at 16 mm from the tip. In addition both steering wires were found detached due to the condition of the center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atrial flutter procedure the catheter broke. The lesion being treated was located in the right atrium. After using an intellatip mifi oi temperature ablation catheter for approximately 40 minutes, the steering mechanism snapped. The device was removed and it was noted that catheter tip had come free from electrode 4 and the inside of the catheter was exposed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an atrial flutter procedure the catheter broke. The lesion being treated was located in the right atrium. After using an intellatip mifi oi temperature ablation catheter for approximately 40 minutes, the steering mechanism snapped. The device was removed and it was noted that catheter tip had come free from electrode 4 and the inside of the catheter was exposed. No patient complications were reported and the patient's status is stable.